Event description:
The customer reported they intermittently had problems with the left monitor. No pt injuries were reported.

Manufacturer narrative:
The ge service rep replaced the left monitor. System operates as intended.